Event description:
During microsurgery procedure, microscope filter failed to close while laser was firing at 1.0 watts, .1 duration, .1 interval. Approx 10 shots occurred before physician noticed excessive light. Dual microscope in use exposed two physicians. Physician stopped procedure, removed filters and checked for malfunction. Filters in-operable, physicians put on safety glasses and completed procedure. Field service engineer notified directly by physicians' nurse on 1/26/99. Physician stated to field service engineer no injury to self or assistant.